Event description:
It was reported that while using the bd vacutainer® blood alcohol determinations tube that blood was clotting and separating in 48 tubes. Tubes were expired. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: e.1: initial reporter addr 1: (B)(6). E.1: initial reporter zip: (B)(6). Investigation summary: bd did not receive any samples or photos for investigation. The retained samples were disposed of as they had expired on 31 july 2024. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. Per instruction for use (IFU): "do not use tubes after their expiration date." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® blood alcohol determinations tube that blood was clotting and separating in 48 tubes. Tubes were expired. No patient impact reported.